Event description:
Additional information was received from the hcp via the rep stating the first generation software version was in use at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) was replaced on the day of the report with a rechargeable ins. The ins was about 50% charged, and previous constant current settings were programmed into the rechargeable ins but showing out of regulation (oor) on the clinician tablet prior to leads being connected. It was reviewed this was normal behavior since impedances are out of range with nothing plugged in. It was stated that when the ins and leas were connected, it was still showing oor. The patient did not mention seeing oor prior to replacement. It was indicated they had not tried to interrogate the ins several times in a short amount of time. The settings and impedances (in ohms) were provided below: group b interleaving - left 2.0 ma, 60 pw, 80 rate 2.0 ma, 90 pw, 80 rate interleaving - right 6.3 ma, 70 pw, 80 rate 6.3 ma, 90 pw, 80 rate c-0 1175 c-1 1112 c-2 1048 c-3 928 0-1 1700 0-2 1848 0-3 1783 1-2 1539 1-3 1644 2-3 1349 it was stated that the post operative report was showing group b active at the ma intensities. The rep interrogated the ins with the clinician programmer which showed the message "needed to configure." Impedances were again fine, and then there was no occurrence of oor. It was then realized that when they switched to the clinician programmer, it appeared it had switched to voltage mode so the patient was programmed at the same intensities but in volts. It was confirmed again that the report was showing all programming in ma for current mode. The rep was going to see how the patient was doing, and then program them back to current mode with the clinician programmer. No symptoms were reported. No further patient complications have been reported as a result of this event.